Event description:
It is reported that the devices were implanted in 2004. Revision surgery occurred in 2007, due to dislocation and breakage.

Manufacturer narrative:
Other device used: catalog #32810502606, coonrad/morrey total elbow interchangeable humeral assembly, lot #60149711. This report will be amended when our investigation is complete.